Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The functional display test failed. The cycler would not power on due to a defective power supply. A known working power supply was installed and the cycler powered on and functioned as intended. The working power supply was removed at the completion of the investigation. The voltage check test passed. After the working power supply was installed, there was no sign of spark or electrical issues encountered. All voltage readings were within specification. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid was found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. There was no sign of internal short found. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: there was no patient involvement and concomitant product were inadvertently added in the initial MDR.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the screen of a liberty select cycler went blank during power up of a patient's peritoneal dialysis (pd) treatment. The patient reported that the cycler would not turn on and the display was blinking. The power cord was securely plugged in and the power switch was switched on. There were no recent power outages in the home or in the area reported. The patient reported that there was no light on the cycler buttons or the iq drive. The patient reported that they believe the cycler was struck by lightning. During the call with the technical support representative, the patient reported that the screen was flashing and the screen went completely dark. The patient reported that they used a different outlet and the plug sparked. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow up, the patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed that they have received the replacement cycler and continuing with peritoneal dialysis on the new cycler without reoccurrence of the reported event. The patient confirmed that the issue occurred during set up and that they were not connected during the event. The patient stated that they did not see any smoke or flames during the event. The patient stated that the back of the cycler might have been sparking, but they did not physically see spark coming from their cycler. The patient stated that they tried plugging the cycler into a different outlet and they did see spark coming from the outlet itself. The patient stated that the same night there was a bad lightning storm. The patient stated that the cycler may have been struck by lightning, but they are not positive. The patient confirmed that the old cycler pickup was missed, but rescheduled to be picked up and returned.